Event description:
It was reported that the foley catheter was inserted at the start of the case, 12 french non latex lubri-sil and was inflated with 10 mls of water. At the end of the case the foley was to be removed. Upon removal the balloon seamed to not be able to fully deflate 9.5 mls came out and there was resistance when removing. The nurse attempted to remove the foley stopped and ask the surgeon for assistance, with assistance with the surgeon it was determined that the balloon was not deflating anymore and the foley was removed, the ballon was still inflated partially. There was some minor bleeding from the urethra. Per additional information received via email on 14nov2025, it was reported that upon further investigation it has been noticed that all of the lubri-sil all-silicone foley catheters in our department sizes 8fr to 20fr have different lot numbers on the product compared to the package they came in. They performed troubleshooting, the end was cut off of the catheter (balloon fill portion) to try and release any fluid that was potentially still left in balloon - syringe pulled out 10ml - thought maybe more was accidently inserted. Nothing drained out when cut. Catheter balloon deflated via syringe prior to removal. Catheter did not slide out of urethra once deflation complete. Physician suggested cutting end off in case more fluid remained in balloon. End cut, no fluid came out, catheter still lodged in bladder. Catheter required a tug to get it to release and slide out. Small amount of blood noted upon removal. Balloon was deflated but was misshapen and had ridges. Appeared that balloon was unable to snap back to original form. Catheter was only in patient during surgery ~ less than 2 hours. No medical intervention required.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted at the start of the case, 12 french non-latex lubri-sil and was inflated with 10 mls of water. At the end of the case the foley was to be removed. Upon removal the balloon seamed to not be able to fully deflate 9.5 mls came out and there was resistance when removing. The nurse attempted to remove the foley stopped and ask the surgeon for assistance, with assistance with the surgeon it was determined that the balloon was not deflating anymore and the foley was removed, the balloon was still inflated partially. There was some minor bleeding from the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.